Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which (B)(6) did not manufacture or import. During an af procedure, a pericardial effusion occurred which required surgery to stabilize the patient. While attempting the transseptal puncture with a (B)(6) device (faradrive 16f sheath by (B)(6)), the sheath was being advanced when fluoroscopy revealed that the sheath was in the pericardium. A slight drop in the patient's blood pressure was observed. An echocardiogram was performed, and a pericardial effusion was confirmed. The patient underwent surgery to repair the perforation in the ra and stabilize the patient. No (B)(6) devices were involved in the event and there were no performance issues with any (B)(6) device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).